Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical hepatectomy procedure, while the device was being used for cutting diseased tissue, the tissue could be clamped, but the device couldn't be activated after pressing the safety button. The device was replaced immediately. There was no patient injury.